Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and button errors alarm. The customer¿s blood glucose unknown. Customer also stated that battery cap would not work and unexplained no delivery alerts. Customer also stated that insulin pump ever locked up and become non-responsive. The device will not be returned for analysis.